Event description:
It was reported that the lead was capped in 2018 due to high pacing thresholds. Recent information was received that the previously capped lead was explanted, however the explant date is currently unknown. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through between 24.5 and 14.5 cm proximal to the lead tip and at 12 cm proximal to the lead tip. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, the fixation helix was found stretched and the conductor coil deformed at 8.5 and 9.5 cm distal to the is-1 connector pin, these deformations most likely resulted from the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.